Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital emergency department due to multiple shocks. Upon interrogation, the implantable cardioverter defibrillator (ICD) showed that there were episodes of atrial undersensing during sinus tachycardia and caused inappropriate therapy. P-waves amp variation observed during the interrogation. The device was reprogrammed. Patient's condition is stable throughout.